Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that they are not receiving any therapy relief. Patient stated they don't know when it stopped working between (B)(6) until their newly implanted battery (B)(6) , but they've never had that much success with it anyway. Patient said they have never gone a day where they've had absolutely no leaks and they have multiple leaks every day. Patient said they had a follow up with their managing physician and said they had "8, 6, 9 leaks a day" and the manufacturing representative (rep) was contacted. Patient said when they contacted the rep, they increased patient's stim and it "wouldn't go above 3, wouldn't go above 2 and had me change to a different number" and they were still having multiple leaks every day, as well as pain in their back. Patient also stated that the rep "took my unit and it came up orange and he said yeah, it's not even working".

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they don't recall the details. They clarified the statement, "took my unit and it came up orange" as high impedances noted, revision on (B)(6) 2022. Lead not secured tight had fallen back.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jnh7 implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reiterated that they'd kind of had an "issue" with their manufacturer re presentative (rep) and that from the beginning when they first got their implant, they'd talked with rep and made adjustments and worked with them to try for better relief but it hadn't been helping. Patient stated at first they could feel the stimulation when they made changes, but then it got to the point where it wouldn't "mechanically change" when they went to increase the stimulation and they couldn't feel the stimulation any longer. Patient denied they'd seen a "maximum settings" message but said "all of a sudden, nothing was happening" when they tried to make a change until they went in with the clinician application at the healthcare provider (hcp) office and determined it wasn't working and rep said "oh I knew it wasn't working for a long time" and the patient stated they were told that they would need to go in and replace a "wire or something" and they had the revision surgery on (B)(6) 2022. Patient stated they weren't sure what was changed out at that time. Patient services reviewed patient registration showed their ins battery had been switched out at that time and redirected the patient to follow up with their hcp to discuss further.